Manufacturer narrative:
At this time, customer will not be returning the device for evaluation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device battery did not hold a charge. At an unspecified time, the device was programmed to delivery an unspecified medical and the delivery was started. No specific patient information, pump programming, or event details were provided. After an unspecified length of time, the customer contact reported that the device stopped and kicked into rapid charge. It was reported that the rapid charge did not allow the nurse to resume the delivery. It was reported that the device had been unplugged prior to the rapid charge. No specific details were provided. During testing at the user facility, when the device was plugged into ac power, the device operated as expected. There were no reported adverse patient events. The customer contact reported a delay in therapy; however, the customer reported the delay was not significant. It was reported that the therapy was resumed in less than 20 minutes. No medical interventions were required. No additional information was provided.